Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation an unknown mentor saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 535cc on the right, and 560cc and on the left. The patient left the operating room in good condition. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view. A rent measuring approximately 0.6 cm was discovered just below the crease on the posterior view. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation an unknown mentor saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 535cc on the right, and 560cc and on the left. The patient left the operating room in good condition.